Event description:
Reporter alleged discrepant back-to-back blood glucose results of hi (>600mg/dl) on the compact system compared to 105 mg/dl on a professional meter when tests were performed within 10 minutes. It was reported that the customer had no symptoms and did not treat/act on the result. A request was made for the return of the suspect device and replacement product was sent.